Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
Customer reports to have received a compromised forced sensor alarm during priming. Customer states insulin pump was not dropped and drive support cap is sticking out. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump was received with compromised force sensor system error alarm during basic occlusion test due to protruded and or loose drive support disk. The device had missing end cap sticker, cracked case at display window corner, cracked battery tube threads, and cracked reservoir tube lip.